Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that the guide tube did not fit easily into the base. It was a very tight fit that did not allow movement of the tube. The hardware analysis is being tracked in medtronic navigation tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information not populated is unavailable due to (B)(6) privacy law. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a cranial biopsy procedure, the biopsy kit was damaged. The clear tube would not ¿snap¿ into the grey external part that is secured to the skull which enables the trajectory to be locked, and biopsy taken. The site used the angled fixation piece and were able to successfully get the biopsy. There was no delay to the procedure and there was no reported impact on patient outcome.